Manufacturer narrative:
The device was returned for evaluation. Control solution testing performed on the meter with in house test strips and control solution was out of range - too high. Further investigation found debris in the strip port. The debris was removed from the strip port and the control solution testing was performed again. All results were within range. The owner's guide has been carefully reviewed. The owner's guide clearly states "do not put blood or foreign objects into the bgstar strip port." And "when using your meter avoid getting dirt, dust, blood, control solution, water or any other liquid into the strip port..." The root cause of the incident was potentially the user's misuse in storing the device. Storage conditions allowed debris to enter the strip port, potentially causing the meter to measure a high blood-glucose. Other factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have also contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. No corrective action / field action will be preformed. This event will continue to be trended. Follow-up 1: edited device available for evaluation? To reflect device returned to manufacturer. Edited evaluation codes and additional MFR narrative to reflect investigation results. Investigation does not change the decision for no action.

Manufacturer narrative:
The device was requested but has not been returned for investigation. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended.

Event description:
The caller reported that on (B)(6) 2016, the bgstar meter read the patient's blood-glucose as 124 mg/dl. The patient injected 7 units of aprida. Following that, the patient experienced hypoglycemia. Two and one-half hours after the injection, a blood glucose measurement performed with the bgstar was 84 mg/dl. It is unknown whether this measurement was taken during the event. No medical intervention or hospitalization was reported.